Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for hemolysis and suspected thrombus. The patient experienced power spikes with increased lactate dehydrogenase (ldh) greater than 2000, and increased plasma hemoglobin (phgb). The patient was noted to have "coke colored " urine and flows of "+++". His international normalized ratio (inr) was noted to be therapeutic with values greater than or equal to 1.8. The patient's pump was exchanged with a new lvad due to suspected pump thrombus. It was also reported that during the pump exchange the surgeon noted the bend relief collar was still present but the outflow bend relief was disconnected. There was one suture noted in the collar. The surgeon stated that this did not impair the flow of the pump. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.